Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation code, conclusion: 24-off-label, unapproved or contraindicated use (aortic neck angulation) film evaluation summary: the exact cause of the proximal type I endoleak reported during implant could not be determined from the pre-implant films provided. Films during and post-implant were not available for review. The patient was found to have a highly angulated infrarenal neck; >90° l-r. The neck ranged in diameter from 20 ¿ 24mm along the 15mm length, and also contained thrombus and calcification. It appears most likely that the patient¿s highly angulated neck was the primary contributor to the proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a >5 cm abdominal aortic aneurysm. It was reported that there was a type ia observed on the final angiogram. Aptus endoanchors were used and the endoleak resolved. It was noted that the physician had stated that the intended to use aptus endoanchors even if the patient did not have a type ia endoleak because of the highly angulated neck. The physician stated that the cause of the type ia endoleak was anatomy related; specifically, the highly angulated neck. No additional clinical sequelae were reported and the patient is fine.